Manufacturer narrative:
Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested a ground isolation and vent inop test be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator generated an error that rendered the ventilator inoperative during power up. The ventilator was not in use on a patient at the time of the event.